Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Caller reports patient has gained some weight, unknown how much. Caller reports the ins has migrated slightly and it's uncomfortable for patient aller reports patient has seen hcp this past wednesday. A pocket revision is planned, but not yet scheduled.